Event description:
It was reported that the patient was having a treadmill test for a system that was recently implanted in june. During the testing, there was oversensing of myopotential noise via reduced intrinsic amplitudes. All three sensing vectors had reduced intrinsic amplitudes. Technical services reviewed and discussed some programming options with the caller. There were no adverse patient effects. The system remains implanted.